Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on the adc meter and the customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced hypertension, sweating and seizure. The customer was unable to self-treat and was administered an insulin pump by a non-healthcare professional. There was no report of death or permanent impairment associated with this event. A sensor reading of 2.10 mmol/l was compared to a built-in meter reading of 16.20 mmol/l and the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. It is unknown when these readings were taken in relation to the reported event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Sensor found to be in state 5 and event logs 3 and 4 were observed (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.